Event description:
It was reported that the problem that arises is that there is glue residue left against the syringe connection, this leads to leakage. We have received a complaint from a customer who has found three threeway stopcocks with glue residue on them. The issue is that glue residue remains at the syringe connection, which leads to leakage. The number of affected three way stopcocks that the customer has had to discard is approximately 100 pieces. This concerns lot number 5030369, ref 394961, three way stopcock connecta with 100 cm tubing without injection port, white. I have received product samples from the customer, both contaminated and non contaminated. There has been no patient injury, no impact on the patient, and no impact on the treatment.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.